Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a manufacturing record review, complaint history review, instructions for use review, product specification review, and risk management review could not be conducted. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown; however it has been communicated that the patient has been placed on antibiotics. The patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference:case-(B)(4).

Event description:
It was reported that after a shoulder arthroscopy done by the doctor, it became septic. The current status of the patient is unknown.